Event description:
According to the available information, the patient had a coloplast titan penile implant fitted in (B)(6) 2021. Since then, he has developed several immune disorders (pseudopolyarthritis rhizomelic in 2022, then lymphocytic vasculitis at the end of 2023, which is currently localised in the bladder). The physician was requesting information on the components of this implant and any immune disorders that may have been reported in the literature following the insertion of implants of this composition.

Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Manufacturer narrative:
Clinical assessment has determined there is no direct causal relationship between titan and autoimmune disorders such as hizomelic pseudopolyarthritis (arthritis) and lymphocytic vasculitis (vasculitis). There are no literature or data to support a direct causal relationship. However, both rhizomelic pseudopolyarthritis (arthritis) and lymphocytic vasculitis (vasculitis) are autoinflammatory diseases dominate by the inflammation. Inflammation is a known possible ae of titan. As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Event description:
According to the available information, the patient had a coloplast titan penile implant fitted in (B)(6) 2021. Since then, he has developed several immune disorders (pseudopolyarthritis rhizomelic in 2022, then lymphocytic vasculitis at the end of 2023, which is currently localised in the bladder). The physician was requesting information on the components of this implant and any immune disorders that may have been reported in the literature following the insertion of implants of this composition.